Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was emitting frequent call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/23/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings:a review of the pump¿s history showed a call service alarm on 10/28/2013; the user programmed a bolus of 7u and the cs012 alarm exerted after delivery of about 0.5 u, the bolus history did not create a partial delivery record of the bolus. Another call service alarm was recorded on 10/02/2013. The pump powered on normally during testing and was able to prime successfully. The pump was exercised for 24 hours; multiple boluses were successfully performed during testing with no alarms emitted. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.